Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has a history of left total knee with distal femoral replacement. Pt now complains of squeaking in the knee. The pts left knee was opened and noted to have a large amount of soft tissue in the patella femoral space. The +5 spacer was removed along with the dfr component and poly. These were revised to new components to distalize femur and adjust the external rotation of the component. Doi: (B)(6) 2018. Dor: (B)(6) 2021. Left knee.